Event description:
It was reported that during a planned lead revision, the physician had difficulty retracting the helix, likely due to anatomy. It took the physician about 25 turns to retract visually on fluoroscopy. When a new location was selected, physician was unable to extend the helix. It was suspected that there was an insulation jump upon over-retraction of the helix. The lead was not used and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).